Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had vibrate or audio issue with his insulin pump. Customer¿s blood glucose level was 249 mg/dl. Customer did self-test and had hardware low level failures telling him to replace battery. The device will not be returned for analysis.